Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging an uknown error. The information provided indicated that the subject meter was not able to read the strip. This complaint is being reported because the reported issue was not resolved at the time of troubleshooting. No further information was provided. There was no indication that the product caused or contributed to an adverse event.